Manufacturer narrative:
The complaint of holes/cuts/torn on item 055-d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was conducted and no non-conformities were found that would have led to the reported condition on the complaint. Additional contact information - distributor: (B)(6).

Event description:
The event involved a tego¿ connector where the customer reported that at the initiation of dialysis, the tego presented signs of silicone rupture and leakage, necessitating replacement before 7 days. The tego connector was placed on 30-may-202 and the issue was noted on (B)(6) 2025. There was patient involvement, but there was no harm as a conseqeunce of this event.